Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. (B)(4).

Event description:
A customer reported that flaps are difficult to lift and the side cuts have rough edges. No patient harm reported. Additional information has been requested.

Manufacturer narrative:
During an onsite visit the company representative successfully completed system verification. The company representative found that the laser meets specifications. No technical root cause was identified as the product was found to be within specifications. (B)(4).